Manufacturer narrative:
Block b3: event date approximate. Additional suspect medical device component involved in the event: brand name: infinion 16 upn: m365sc2316500, model: sc-2316-50, serial: (b)(6, batch: 16835875.

Event description:
It was reported that the patient experienced increased low back pain. The spinal cord stimulation (scs) system historically provided 60 percent pain relief however now it provided only approximately 40 percent pain relief. The patients system was reprogrammed however the issue persisted. The patient underwent a procedure in which the ipg and leads were explanted and replaced with an upgraded ipg and paddle lead. There were no complications during the surgery and the patient is recovering well. The explanted devices will not be returned as they were retained at the hospital.